Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned yet.

Event description:
The customer reported to vyaire medical that that a liquid is coming from the balloons of the 3100a ventilator. Furthermore, there was no patient associated with the reported event.